Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgement, dissection, occlusion). Patient condition affected effectiveness of the device (patient lesion morphology; 70% stenosis remained following pre-dilatation). Failure to follow instructions (use of force during procedure). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 70% stenosis remained following pre -dilatation). User error contributed to event (use of force during the procedure). (B)(4).

Event description:
The physician attempted to place an endeavor sprint stent in a coronary lesion. The vessel was pre-dilated with a sprinter balloon. 70% stenosis remained following post-dilatation. The endeavor sprint stent would not pass through the left radial artery. Force was used in an attempt to position the stent. Another guide catheter was then used for extra backup support. Another attempt was made to position the endeavor sprint stent, however this was unsuccessful. The physician pulled back the stent delivery system, however the stent dislodged from the delivery system and lay in the proximal part of the vessel. The physician managed to place a wire through the stent and ballooned the stent with numerous sprinter balloons; however the distal edge of the stent would not open up. The vessel then filled with clot and a dissection in the ostium was noted. The patient was sent for emergent surgery. The patient was fine post surgery.